Event description:
The customer tested her blood glucose and received readings of 377 and 321 mg/dl. She retested using another elite meter within a few minutes and received a reading of 129 mg/dl. The difference between the first two readings and the last reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.